Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient has been receiving abdominal radiation therapy. The patient¿s device was interrogated at the hospital and was found to be in back-up vvi presumably as a result of the radiation therapy. The patient¿s device was restored to ddd mode by way of a firmware download. This pattern is expected to be repeated as the patient has additional abdominal radiation treatments scheduled. A device replacement is anticipated after the radiation therapy has concluded as the remaining battery level became low. There were no negative health consequences to the patient vis-à-vis this event.